Event description:
International customer reported that the device, placed at pt's neck, failed to drain. No further details were provided. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: no product is available for evaluation. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.